Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A healthcare worker reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 15 minutes into starting the hd treatment. The blood leak was described as being an internal blood leak that was seen leaking at the header. The machine, a gambro (not a fresenius product), alarmed with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury or medical intervention required as a result of this event. Additional information was requested but not received. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The complaint device was reported to be discarded. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A healthcare worker reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The blood leak occurred 15 minutes into starting the hd treatment. The blood leak was described as being an internal blood leak that was seen leaking at the header. The machine, a gambro (not a fresenius product), alarmed with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury or medical intervention required as a result of this event. Additional information was requested but not received. The device is not available to be returned to the manufacturer for evaluation.